Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 402 mg/dl. The customer treated high blood glucose with bolus. The customer reported that the insulin pump had blank display and got unexpected restart error alarm. The insulin pump passed the self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test and displacement test or verify the unexpected restart error alarm due to blank display. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.